Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. It was unable to perform operating currents due to unresponsive buttons. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with minor scratches on lcd window and cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call that she went into the pool with the insulin pump and then it alarmed battery out limit and the buttons are not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.